Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The procedure was performed to treat a 75% stenosed target lesion. A 5.00mm / 2.0cm / 90cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.